Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for spinal pain. There was poor telemetry or no telemetry with recharging and poor communication. It was reported that the implantable neurostimulator recharger (insr) was not responding at all. The patient tried charging last week and the last time they were able to successfully charge their device was about two weeks ago. Troubleshooting on the day of the report did not resolve the issue. The patient was talking about having the device removed because it has not been helping their pain since (B)(6) 2016. The patient has been having problems with their device for a while including their ins not keeping a charge which began before (B)(6) 2016. The patient saw their healthcare professional (hcp) regarding the issue in (B)(6) 2016. The patient was redirected to follow up with their hcp. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.